Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted at septal anterior commissure. Second triclip was implanted at septal posterior commissure. The tr was reduced to grade 2 post procedure. On (B)(6) 2025, a single leaflet device attachment (slda) occurred from posterior leaflet. Recurrent mr of grade 4 was reported. Per the physician, slda was due to the thin and friable leaflets. Transesophageal echocardiogram revealed ruptured leaflet. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted at septal anterior commissure. Second triclip was implanted at septal posterior commissure. The tr was reduced to grade 2 post procedure. On 29 august 2025, a single leaflet device attachment (slda) occurred from posterior leaflet. Recurrent mr of grade 4 was reported. Per the physician, slda was due to the thin and friable leaflets. Transesophageal echocardiogram revealed ruptured leaflet. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (thin or friable leaflets). The reported tricuspid regurgitation and tissue injury are cascading events of the tissue injury. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.